Manufacturer narrative:
The events of migration, seroma and lymphadenopathy are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, seroma and lymphadenopathy.

Event description:
Patient reported, right side device rupture. "Fluids deposited in the implant" and "silicone-containing lymph nodes up to 1.5 cm in diameter" and pain in the breast. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b5; d2a; d2b; d6b; g1; g2; h6.

Event description:
The device has been explanted.

Event description:
Later healthcare professional reported "capsular fibrosis grade 2-3."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.